Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, multiple longevity estimates on the pacemaker were taken showing 3 to 93 months. The file interrogation showed normal longevity. No changes or interventions were required. There were no patient consequences.